Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for eval. Without the actual sample, a thorough eval could not be performed and no specific conclusion can be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. The initial report from the facility indicated that the valve had been in use for a 46 hour chemo infusion. Per the instructions for use (IFU) for the reported product catalog number, "the user access device is compatible with lipid emulsion (contained in tpn solutions) and cytotoxic agents containing cremophor (e.g., paclitaxel) for 24 hours." Based on the info provided by the facility, it would appear that using the device beyond the recommended 24 hours likely contributed to the reported leakage. If add'l pertinent info becomes available, a f/u report will be filed.

Event description:
As reported by the user facility: event # 2: the pt and caregiver (a nurse) reported the "cap" had cracked and leaked chemo onto the area. The caregiver removed the cap and connected the line directly to the extension. The cap was cracked down the center and was not over-tightened. The pt was receiving a 46 hours chemo infusion at a very low rate, similar to a kvo. The reporter stated this has not happened with caresite when infusing antibiotics, and this infusion has been set-up before using ultrasite with no cracking or leaking. The reported also stated that a second incident occurred with another chemo pt.